Event description:
It was reported that the patient experienced inadequate stimulation, and the stimulation was no longer hitting the pain area. It was noted that the lead displayed high impedances. The patients system was reprogrammed multiple times, however the issue persisted. The patient underwent a procedure in which the lead was replaced. The patient was doing fine postoperatively.

Manufacturer narrative:
Laboratory analysis of the returned device revealed the lead was cleanly cut into two pieces; therefore, an electrical test could not be performed. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned lead aside from the clean-cut.

Event description:
It was reported that the patient experienced inadequate stimulation, and the stimulation was no longer hitting the pain area. It was noted that the lead displayed high impedances. The patients system was reprogrammed multiple times, however the issue persisted. The patient underwent a procedure in which the lead was replaced. The patient was doing fine postoperatively.